Event description:
It was reported by the customer that the ceiling lift was being used to raise the pt from bed to chair. The pt was lifted clear of the bed, in preparation for lowering, when the ceiling lift [strap] suddenly dropped. The pt landed to the floor with the spreader bar across his chest. The pt was held in the air for no longer than 10 to 20 seconds. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.